Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set disconnected from the patient line of a homechoice cassette. The home patient (hp) was connected at the time of the event. This occurred during drain two of five of peritoneal dialysis therapy. It was reported that the connection between the transfer set and the patient line was loose. There was no patient injury or medical intervention associated with this event. No additional information is available.